Event description:
Following a routine diagnostic left heart catheterization, a 6f angio-seal device was deployed in the right groin. Fluoroscopic visualization of the right femoral artery was obtained by an injection of contrast media via the side port of the sheath into the right femoral artery. It was noted that the rfa was greater than 4mm in diameter, the sheath entered above the bifurcation of the superficial femoral artery and profundis femoralis, and no pvd was present. Upon deployment, there was some resistance during insertion of the arteriotomy locator, however pulsatile flow was confirmed and dr. Proceeded to seal the puncture. There was clearly 2.5 to 3.5 cm of spring distance and hemostasis was achieved. No hematoma was noted but the pt complained of pain at the puncture site. The pt was given medication for pain and then transported to the cath recovery area. The spring and tamper tube were removed and the suture cut approx 20-minutes post angio-seal deployment using sterile technique and no hematoma was noted. The pt complained of pain proximal and medial to the puncture site. The pulses on the right foot were faint but palpable and audible by using doppler. In 2000, the clinical application specialist was informed that the pt was diagonosed with a retroperitoneal bleed of the right side, confirmed by an abdominal c.t. Exam without contrast. The pt was transfused with 2 units of red blood cells and progress was monitored. Last hematocrit and hemoglobin was 8.6. The cas spoke with the physician in the morning and they stated that they felt there might have been multiple puncutres into the right femoral artery prior to angio-seal deployment. The cas also spoke with the staff members present during left heart catheterization procedure and they stated that the physician had difficulties removing the jl4 coronary catheter through the right iliac artery, which could have caused some trauma to the vessel. This was the physician's 2nd proctored deploymenmt towards his angio-seal certification. Per returned hosp report (CT report), the pt had previous cardiac catheterization and has right lower quadrant pain. Some contrast is seen in the kidneys from earilier contrast injection. There is a large hematoma present extending up from the right groin, flattening the right side of the bladder and dissecting up the right soleus muscle all the way to the right kidney.